Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Functional testing was performed and no failure was identified related to the reported high blood glucose level issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 400 mg/dl with trace ketones. Reportedly, the cause of the elevated bg level was unknown. The customer administered a correction bolus to stabilize impacted bg level. Additionally, it was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's bg level was 272 mg/dl; however, the cause of this bg level was because the customer consumed carbohydrates and was not due to the wake button issue. Customer delivered a correction bolus via the pump to stabilize impacted bg level. The customer confirmed that an alternate method of insulin delivery was available.